Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted to safety core mode unexpectedly. Technical services (ts) discussed device functionality and recommended device replacement due to limited therapy available in safety mode. Surgical intervention was undertaken. The ICD was explanted and replaced with a new device. No additional adverse patient effects were reported. The device has not been received for analysis. If the device is returned, this report will be updated with pertinent information, upon completion of product analysis.